Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® urinalysis urine tube foreign matter was discovered in multiple areas of the tubes and caps. The following information was provided by the initial reporter: it was reported by customer that upon their quality inspection they detected the tubes from lot#: 3111770 showed debris or foreign matter on the cap of the tubes. The foreign object is present on multiple parts and in multiple areas. The lot was rejected. And pull from use.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 11-aug-2023. H6. Investigation summary: bd received 5 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter on the stopper was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter on the stopper with the incident lot was observed. There is a brown substance on the top rim and in the well of the conventional stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter on the stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® urinalysis urine tube foreign matter was discovered in multiple areas of the tubes and caps. The following information was provided by the initial reporter: it was reported by customer that upon their quality inspection they detected the tubes from lot#: 3111770 showed debris or foreign matter on the cap of the tubes. The foreign object is present on multiple parts and in multiple areas. The lot was rejected. And pull from use.